Manufacturer narrative:
Product ID 8709, lot# l69144, implanted: 1999 (B)(6), explanted: 2015 (B)(6); product type catheter. (B)(4).

Event description:
The patient had a severe infection in the pump pocket and spine incision. The patient¿s symptoms of infection were fever, redness, drainage, pain, and incisional wound opening. The pump and catheter were explanted. The device system was delivering baclofen. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.